Event description:
Pt reports not being able to adjust stimulation after going through security at the airport. The pt's programmer would not turn on until after the plane landed and then it worked fine. Additional info has been requested and if received a f/u report will be sent.

Manufacturer narrative:
(B)(4).